Event description:
It was reported that the device pocket did not heal properly following implant despite attempts to staple the site shut. Pocket erosion was suspected. The device system was explanted. No further issues were reported.